Event description:
It was reported to philips that the device was not delivering enough energy.

Event description:
It was reported to philips that the device was not delivering enough energy. There was no patient involvement. A customer requested assistance from a philips remote service engineer (rse). Upon troubleshooting of the device, it was discovered that the therapy pca for the unit was faulty and needs replaced, a quote was sent to the customer. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. A replacement therapy pca quote was sent to the customer, to resolve the noted issue. No further investigation or action is warranted.